Event description:
Return reason: the customer reported that the catheter worked well at the beginning, however the catheter did not work gradually. Finally he changed to new one. Analysis determined: investigation found that the proximal electrode wire is broken at proximal edge of electrode allowing an open circuit to occur. Cause unknown. No mfg defects were found. Unit was in vivo. This was not determined until analysis was completed. No further info is available on the pt's status. Corrective action taken: the corrective action is that the mfg and quality assurance personnel have been notified. Both the frequency and severity of this type of incident will be closely monitored to determine if further remedial action is necessary.